Event description:
The low pressure and low minute volume alarms on the carefusion ltv 1000 and ltv 1200 vents can be dialed off and there is not a default internal alarm that sound indicating the alarm is off. Also, there are only two red dashes in the alarm display window when the alarm is off instead of a 0 or word off. These features increase the likelihood that a vent circuit disconnect could go undetected.